Event description:
It was reported that the pt expired in 2008 after implant duration of zero days, due to unk reasons. No further details provided. Info learned from the implant pt registry.

Manufacturer narrative:
Device not returned.